Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-50 serial#: (B)(4) description: st linear lead 50cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the scs was causing discomfort. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.